Event description:
We¿ve had 2 instances of leaking around the ports in the IV tubing (between the med additive port and IV line port, really) when we¿ve prepared products in the following empty intravia container: baxter item #2b8014 intravia, 1000ml capacity lot: dr21b04161 ID# (B)(4). As I mentioned, we took a loss of (B)(6) in drug costs in the form of IV immune globulin as the integrity of the bag was breached and we had to re-prepare the items. Manufacturer response for container, i.v., intravia. They are sending a mailer.